Event description:
It was reported that the customer's insulin was stuck on the prime loop. Troubleshooting was performed, and it was not possible to complete the priming process. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a loose drive support disk.